Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 35065 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact without any apparent issues. The catheter did not pass the deflection test, as the shaft did not respond as expected when the lever was in the backward position. Smart chip verification indicated the balloon catheter was used for seven applications. The balloon catheter failed the performance test due to system notice (B)(4), stating ¿the safety system has detected fluid in the catheter and stopped the injection,¿ being triggered. The dissection and pressure tests showed a broken pull wire inside the y-block. Additionally, the guide wire lumen was kinked and breached 1.5 inches from the tip. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.